Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic prostatectomy procedure it was noticed that one of the jaws was bent. The device was removed and the jaw broke off on the back table. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90u0z.. Device analysis: the device was returned with the upper jaw detached and returned in addition the I-blade upper tip was slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.